Event description:
It was reported that the patient went to the hospital after receiving two inappropriate shocks due to right ventricular (rv) lead noise and a lead fracture. It was further noted that there was an increase in the short interval counts (sic) and high pacing impedance observed in the rv lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). One thousand one hundred and sixty three (1163) of 1272 lifetime v-sic are recorded beginning (B)(6) 2014. Lia triggered on (B)(6) 2014 due to meeting the requirements for nst and v-sic. Max vpace impedance rises from 437 ohm the week ending (B)(6) 2014 to > 4000 ohm the week ending (B)(6) 2014. There are 15 nst and 1 vf events of <(><<)> 220 ms v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.